Manufacturer narrative:
Regarding the report, device evaluation is pending. When investigation is completed, a follow-up report will be submitted to the FDA.

Event description:
It was reported that an incident occurred with the hoya isert&#59405;odel 250 lens, in which the pmma tip was embeded into the optic, noted after iol implant. Several different attempts to unfold the haptic were performed by the surgeon. The surgeon cut out the lens into several pieces for separation of haptic from the patient's eye. According to surgeon, patient prognosis is reported as doing fine, with some expected corneal edema.

Manufacturer narrative:
The purpose of this follow-up report #1 is to provide additional information regarding device evaluation findings after the initial report was filed. The device evaluation was conducted by hoya (B)(4). Device evaluation details: the lens was ejected out from the injector tip. One of the haptics was broken at the root of the optic/haptic junction. The pmma tip from the broken haptic was embedded into the optic. The slider and the rod could advance. Trace of lubricant was found on the lens and inside the injector tip. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4), model: 250)

Event description:
It was reported that an incident occurred with the hoya isert® model 250 lens, in which the pmma tip was embedded into the optic, noted after iol implant. Several different attempts to unfold the haptic were performed by the surgeon. The surgeon cut out the lens into several pieces for separation of haptic from the patient's eye. According to surgeon, patient prognosis is reported as doing fine, with some expected corneal edema.